Event description:
It was reported that balloon rupture occurred. A 10.0 x 40, 75cm mustang balloon catheter was advanced for dilatation. However, during the procedure, the balloon burst at 8-10 atmospheres. The procedure was completed with another of same device. There were no patient complications reported.